Manufacturer narrative:
Reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the power drive device was lacking performance was confirmed. An assessment was performed on the device which found that the control unit not functioning and was defective. It was further noted that the pins to the control unit were bent. The assignable root cause was determined to be due to improper/faulty handling. This was further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the power drive device was lacking performance. During in-house engineering evaluation it was found that the control unit was not functioning. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.